Manufacturer narrative:
Upon return, the lead was thoroughly analyzed. Visual inspection confirmed a complete lead with notable tissue entwined within the helix mechanism. Extensive testing was then performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohm meter, verified there was no intermittency in the electrical conductivity. Laboratory analysis was unable to confirm the reported clinical observation of capture loss; however, tissue engaged within the helix mechanism likely contributed to the helix difficulty reported during repositioning attempts.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and a rv lead perforation was suspected. No clinical issues were reported. A lead revision procedure was performed and it was reported that the helix was damaged. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.